Event description:
It was reported to philips that the system rebooted itself, and afterward, the geometry module was not working. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, which was completed by moving the patient to another lab. The philips field service engineer (fse) inspected the system on site and found that the geometry module was not working. Upon troubleshooting, the fse found that the system rebooted itself during the procedure. The table started free-floating after the reboot. Staff performed a shutdown, and when the system booted, part of the geo module was not working. The fse downloaded the logs and found the fan tray to be defective, and the table failed the power-on self-test. To resolve the issue, the fse replaced the fan power tray. The table issue was resolved in another case. The defective pdu fantray was returned to philips for failure analysis. The cause of the pdu fantray could not be conclusively determined by the supplier's part analysis; however, the replacement of the pdu fantray by the field service engineer resolved the reported issue and restored the functionality of the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.